Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. A field service engineer (fse) discovered the cells overflowing and cleaned the vacuum path. The fse completed confirmation testing, and the module was running back within specifications. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable results for uric acid, creatinine, and c-reactive protein (crp) from the cobas c 503 analytical unit. The initial uric acid result was 6 mg/l, and the repeat result from another cobas analyzer was 70 mg/l. The initial creatinine result was 55.9 mg/l, and the repeat result from another cobas analyzer was 10.8 mg/l. The initial crp result was 11.7 mg/l, and the repeat result from another cobas analyzer was 22.9 mg/l.